Event description:
It was reported the patient received 2 inappropriate shocks. High impedance and small r-waves were also indicated. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; distal segment returned. Other: it was reported the patient received 2 inappropriate shocks. High impedance and small r-waves were also indicated. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Impedance, high, shock, inappropriate, readings, low.